Event description:
It was reported that the patient came to the emergency room due to not feeling well. A atrial lead warning had triggered due to low impedance. The device was programmed to unipolar sensing and atrial output was maxed out. The following day the device was checked in the clinic and no estimate of battery longevity was available based on how the device was programmed. The lead remains in use, but a lead replacement is scheduled. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient came to the emergency room due to not feeling well. A atrial lead warning had triggered due to low impedance. The device was programmed to unipolar sensing and atrial output was maxed out. The following day the device was checked in the clinic and no estimate of battery longevity was available based on how the device was programmed. The lead remains in use,but a lead replacement is scheduled. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: product performance data was received, analyzed, and the atrial impedance pacing was out of range low. The atrial impedance was noted to be 115 ohms. It was also noted that lead warning occurred on (B)(6) 2012. A total of 4804 low impedance paces have occurred since then.